Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a loss of radio frequency identification (rfid) data and the scope identification is not displayed. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint that radio frequency identification (rfid) data and the scope identification are not displayed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that leakage occurred from the instrument channel, and fluid intruded into the endoscope connector, causing the circuit board in the endoscope to short-circuit and break, resulting in the event. Olympus will continue to monitor field performance for this device.